Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Sus voluntary event report mw5055552 stated: bilateral stryker knee replacement surgery never healed. Chronic pain since operation was throughout recovery therapy only to finally get an experienced ortho to give diagnosis that surgery was cut wrong and I sagging or sliding and causing continued pain, muscle cramping. Tightness and swelling which caused extreme discomfort. Sus voluntary event report mw5055271 stated: bilateral knee replacement surgery (B)(6) 2015.